Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy. Programming changes were made. The patient was stable.